Event description:
The pt fell and lost therapy. There were high impedance readings. The lead broke. The leads were replaced and the pt recovered without sequela. It was noted that the leads were cut at explant.

Manufacturer narrative:
(B) (4).